Manufacturer narrative:
(B)(4). Pump received with broken battery tube threads, stripped coin slot, cracked case, cracked case from display window corner, broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the threads were missing from battery cap. Troubleshooting was done for cosmetic damage. The customer stated that there was a crack that started at the battery compartment and went towards the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.